Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, it appears procedural factors (possibly under deployed valve) caused or contributed to the valve embolization. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As reported by the edwards clinical specialist, during a transfemoral tavr procedure the 26mm sapien valve embolized into the ventricle. The patient was converted to surgical aortic valve replacement. The patient was transported to ICU in stable condition. Per report, the 26mm sapien valve was successfully deployed in the aortic annulus during rapid ventricular pacing. No rocking or mobilization of the valve was noted. The valve was deployed 60:40 aortic. Post deployment a transesophageal echocardiogram (tee) showed mild paravalvular leak and no central aortic insufficiency. The delivery system and amplatz extra stiff wire were removed without issue. The pigtail catheter was inserted via the femoral artery and positioned in the aortic root in preparation for a post deployment aortic root angiogram. During positioning of the pigtail catheter the sapien valve embolized into the ventricle. The patient was hemodynamically stable after the valve embolization. Femoral-femoral bypass was immediately initiated. A sternotomy was performed and the sapien valve was retrieved from the ventricle. Surgical aortic valve replacement was performed. After the case discussion centered around inflation volume within the atrion syringe. The retroflex 3 delivery system was prepped with 21cc of 15% contrast, this was to be a 'tight' 26mm valve. The physicians felt that during deployment of the valve the atrion syringe was not fully emptied due to the operator looking at the fluoroscopy screen and not the atrion syringe. The physicians were unsure of the final amount of contrast in the atrion while the valve was being deployed. The lack of inflation volume was the physicians perceived cause for the valve embolization. The atrion syringe was examined prior to use and it did not malfunction during the procedure, this was strictly an user error. The pre-deployment position of the first valve was approximately 60:40 aortic. The native valve/leaflet calcification was described as bulky. Coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was also described as adequate; there was no loss of pacing capture during valve deployment and ventilation was held. This patient¿s ejection fraction was 33 percent.